Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the consumer alleged the smell of burning wires. The caller states the consumer did allege seeing smoke.